Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that on (B)(6) 2022, the patient underwent extraction of left ureteral strictures in the urology department. The reexamination was performed after 6 days of extubation, it was found that the upper segment of the left ureteral stent was broken and remained. Then the second operation was performed on (B)(6) 2022 to promptly pull out the residual tube, a new stent was placed after removal the residuals, which had no further effect on the patient.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Although a specific cause could not be determined, a potential root cause for this event could be, "material selection". The device was used for treatment purposes. It is unknow if the device had met all relevant specifications or resulted in the reported event. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." "Final adjustment, if necessary, can be made with endoscopic forceps. Stents can be removed easily by gentle withdrawal traction on the suture or by use of endoscopic forceps." The device was not returned.

Event description:
It was reported that on september 9, 2022, the patient underwent extraction of left ureteral strictures in the urology department. The reexamination was performed after 6 days of extubation, it was found that the upper segment of the left ureteral stent was broken and remained. Then the second operation was performed on 11 september 2022 to promptly pull out the residual tube, a new stent was placed after removal the residuals, which had no further effect on the patient.